Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in the left anterior descending (lad) artery, which was reported to have a significant bend. A taxus liberte' 3.50x20mm stent was advanced to the lesion site and deployed at 20 atms. When attempting to withdraw the delivery balloon after stent deployment, the balloon was stuck to the stent. The delivery balloon was inflated again to 5-6 atms and deflated. The delivery balloon still would not withdraw from the stent. A non-bsc guide wire and an apex 1.5mm balloon were used to finally remove the delivery balloon. The stent remained implanted in the intended location. The procedure was completed. No pt complications were reported and the pt status is reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).